Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that an edwards dpt kit was connected to the medrad avanta injection system and the arterial pressure shown on the monitor was 50mmhg, while the expected value was 150mmhg. The shape of the waveform is unknown, but it was confirmed that it was not correct. The dpt was exchanged, but the problem was not solved. It is unknown if there were any alarms. The medrad avanta spat set was replaced and the problem was solved. There were no patient complications reported.

Manufacturer narrative:
Received one pressure tubing with stand-alone three-way stopcock. As received, all connections appeared tight. It was able to prime throughout the unit without any indication of occlusion or flow restriction. It was also able to flush entire unit without any problem. No leakage was observed from the unit during leak testing. No visible damage/defect was found from entire unit. Pressure test and output drift test were performed to sample of (B)(6) (flothru dpt with stopcocks) through connected pressure line of (B)(6) as received condition. Dpt zeroed and sensed pressure accurately on pressure monitor, and pressure did not show any drift during output drift testing.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release.